Event description:
The facility reports that hoist suddenly screwed round in a clockwise direction and tipped forward, causing the patient to slip forward into the tub. The nurse suffered a sore back.